Event description:
It was reported that the patient had issue with the infusion set fell off during use on (b)(6) 2026

Manufacturer narrative:
E1: Patient Country: ItalyName: TandemCountry: United States of AmericaStreet: 11045 ROSELLE STREETCity: SAN DIEGOState: CAZip Code: 92121.Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.